Event description:
The customer ordered a new ac power module.

Manufacturer narrative:
(B)(4). The customer ordered a new ac power module. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.